Manufacturer narrative:
The DHR for part no 400-144 lot 0905035 noted that 1 out of the 50 pieces were discarded; all released parts were within specification. The company's surgery report form indicates the sliding core mobile bearing was dislocated.

Event description:
Star total ankle replacement sliding core mobile bearing was exchanged to address the dislocation of component.